Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 24.0 mmol/l and 7.0 mmol/l. The patient assumed the second result was too low, as she experienced hyperglycemia symptoms like headache, blurry vision, pain in the back. The customer went to hospital and received a dose of insulin as treatment. She stayed in the hospital for three hours until her blood glucose level decreased and was 13.2 mmol/l (measured with a hospital meter).